Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7193849. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported leakage issues; however, no sample was available for evaluation which is essential to perform a better investigation. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Process (B)(4) was reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, root cause for manufacturing process cannot be determined based on an evaluation of severity and frequency it was determined that no corrective action is required at this time

Event description:
It was reported that blood leaked while using a bd connecta¿ stopcock. There was no report of exposure, injury or medical intervention.